Event description:
Per the clinic, the device was explanted (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient developed an infection at the implant site and minimal extrusion of the inferior anterior aspect of the device. The patient was placed under general anesthesia on (B)(6) 2025 to explant the device.